Event description:
Reportable based on analysis completed on 10/11/2011. It was reported that during preparation for a diagnostic procedure, a hub detachment occurred. The target lesion was located in the right carotid artery. A135/20 renegade hi flo kit was selected for use. During preparation the device was flushed with 10ccs of saline prior to removal from the dispenser hoop. When attempting to remove the device from the hoop it would not come out and broke apart at the hub. The procedure was completed with another of the same device. Returned product analysis revealed the catheter shaft was broken 22cm from the proximal end.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the catheter shaft was broken 22cm from the proximal end and 20.5cm of braid was exposed. The presence of coating was observed, however, coating damage was evident distal to the break. There was no peeling or missing coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. This failure occurs as a result of lack of adequate flush to the dispenser coil before removing the catheter. Flushing the dispenser coil with 10cc's of saline activates the hydrophilic coating on the catheter allowing the catheter to be removed without difficulty. If inadequate flush is used, the catheter may adhere to the sides of the dispenser coil and may break when the physician attempts to remove it. The root cause of this is the user did not adequately flush the carrier tube per dfu instructions. The most probable root cause was determined to be user related. (B)(4).